Event description:
Per the surgeon's report, this patient's device was explanted sometime before 2006 due to a skin flap infection. The surgeon reimplanted the patient in 2006.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling code #1738.